Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set peeled off and leaked event on (B)(6) 2026. The blood glucose level was 300 to 400 mg/dl. The infusion set had been in use for 3-4 hours. No further information available.